Event description:
Ous MDR - after an implantation time of about 18 months, it was reported that the ICD could not be interrogated. Insulation defects in the subclavian region were detected on both leads. There were no adverse pt effects reported.